Event description:
Perfusionist unable to come up to full flow on heart lung machine due to high pressure on arterial line despite multiple attempts of repositioning cannula and increasing size of cannula. Upon further evaluation of the heart lung machine, it was determined that the problem lied somewhere within the circuit. The entire circuit was replaced by perfusion staff as quickly as possible. Patient remained stable; however, there was a one hour and 34 minute delay in proceeding with the surgery. No patient harm noted. After going on bypass, the circuit pressure was higher than normal. Several troubleshooting efforts failed to identify the cause. The entire circuit was changed and surgery proceeded without further incident. Patient was never hemodynamically unstable. Old circuit was discarded due to isolation precautions. The checklist was completed without any abnormalities noted. There was also no problem with the operation of the heart/lung machine, either. The circuit pressure was twice as high as normal. This was noted as a very rare incident involving cpb circuits during bypass.